Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the device indicated that it was discolored, showing evidence of blood contact. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. The right and non-coronary cusps were intact. Tiny frays of tissue observed along the free margin of the left cusp showed evidence of a tear that was determined to have occurred during implant. A tiny natural fenestration was observed in the lunula of the left cusp. The size of this natural fenestration meets the manufacturing specification. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Each tissue undergoes a ¿selection / evaluation¿ process on tissue characteristics (i.e. Scarring, unsecured flaps of tissue, large fenestration with thin / weak tissue surrounding, punctured / abraded tissue, crease / stress fold, etc.) Prior to transfer to valve assembly area, as well as a final inspection on all tissue characteristics. Each valve undergoes inspection for tissue damage as well during the valve holder attachment. The instructions for use (IFU) states ¿do not attempt to repair a damaged bioprosthesis.¿ based on the received condition of the return device, the clinical observation cannot be confirmed due to the repair performed by the surgeon.

Manufacturer narrative:
No product has been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observ ation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this aortic bioprosthetic valve, it was explanted and replaced, as one of the leaflets appeared damaged and frayed at the tip. The surgeon attempted to cut the leaflet tip in order to remove damage; however, this attempt was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.